Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated high thresholds and possible over sensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the physician determined the atrial lead was functioning appropriately and that "over-sensing" was actually due to atrial fibrillation (af).